Event description:
Images cannot be transferred to the navigation system during surgery on june 26. Verification was performed using the actual device with siemens, but there was no reproducibility. There is a log that cannot be completely transferred to the arcadis side, so we will analyze it. Furthermore, as prevention, it is possible to check the presence of communication errors by transferring the past data before the operation, so please perform the above at the operation on june 28; if the data cannot be transferred, please restart it. There is a high possibility of a defect on the arcadis side, so the analysis results for siemens is being awaited. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".